Event description:
A report was received regarding a large crack in the pump's screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer decided to decline follow-up at the time, considering themselves able to manage with the current pump for now, but they were advised to contact technical support for a loaner pump if issues worsen. No additional information was obtained regarding the outcome of the event.